Event description:
It was reported that the user applied a new freestyle libre 3+ sensor after previously using the wrong sensor type that did not connect to the ilet, which led the system to stop automated dosing until a manual blood glucose was entered; after education on bg run mode, the user entered a manual value and therapy resumed. Symptoms included hyperglycemia with a reported blood glucose (bg) peak of 385 mg/dl. Outcomes included temporary interruption of automated dosing with subsequent resumption of therapy after user education and manual bg entry, after which glucose returned to 110 mg/dl. Investigation included review of the device data and user coaching on bg run mode and manual entry to restore dosing. Investigation of this case revealed user misunderstanding of system behavior when a sensor is not available or is warming up. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of an incorrect sensor, remediated through troubleshooting and education.